Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2000. The diameter of the proximal non-aneurysmal aortic neck was 20 mm. Aneurysm and vessel morphology are unknown. The patient has a history of chronic obstructive pulmonary disease, cancer, and hypertension. It was reported that there was a left external iliac artery dissection: therefore, a femoral-femoral bypass was performed. A bio-femoral bypass was also performed. The cause of the dissection is unknown. Final angiogram demonstrated a successful outcome with no endoleak and exclusion of the aneurysm. No clinical sequelae were reported and the patient is reported to be fine.